Event description:
A flashcard was sent to a site to have programming history downloaded from the sites handheld containing 7.1 programming software. A blank flashcard was received back to cyberonics with no programming history on it. The initial reporter indicated she followed the directions for downloading the programming history to the flashcard and she did not understand why it "didn't work." A malfunction is suspected against the 7.1 programming software. Good faith attempts will be made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.